Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 22-feb-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a foreign material inside the packaging outside of specification issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was contaminated and they would like it replaced. It was not used in any procedure. Additional information was received. The staff observed a particle/material inside the sterile packaging of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The pouch seal did not appear to be damaged. The foreign material was inside the package. A picture was provided of the issue. Contamination was the small speck at the top right of the packaging. The foreign material was a small grey/black speck.

Manufacturer narrative:
It was reported that a patient underwent a procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a foreign material inside the packaging outside of specification issue occurred. The investigation was completed on 26-may-2023. A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, a foreign particle was observed inside the pouch of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. According to the photos, the pouch was still sealed. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster (bwi) for evaluation. Visual inspection was performed following bwi procedures. Visual analysis revealed foreign particles inside the pouch of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Pictures provided by the customer were also received and also showed the particles inside the pouch. Due to the finding, the device was sent to supplier manufacturer for a manufacturing investigation. The investigation concluded that the complaint is confirmed to be manufacturing attributable. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received and the manufacturing investigation realized. The product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to investigate this issue. Explanation of codes: investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the picture provided. Investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: packaging (g04094) were selected as related to the biosense webster¿s product analysis lab finding of the manufacturing process related issue. Investigation findings: inappropriate material (c0602) / investigation conclusions: cause traced to manufacturing (d03) / component code: packaging (g04094) were selected as related to the customer¿s reported foreign material inside the packaging outside of spec. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).